Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set had a bubble of fluid coming from the luer valve and puddle on the floor; the valve was not accessed. The issue was identified during patient infusion with amiodarone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.